Manufacturer narrative:
A supplemental MDR is being submitted to reference manufacturer report number related to this complaint. This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-12073.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the valve embolizing into the ventricle cannot be determined; however, procedural factors (device manipulation) may have contributed to the event. There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during inflation of the commander delivery system balloon the 26mm sapien valve was in good position and intended to be implanted inside an edwards 25mm surgical valve. However, the pusher was not pulled back and the valve migrated into the lvot. The patient became hemodynamically unstable. As reported, during procedure, the esheath and the commander ds were introduced without any difficulty. The native valve was crossed smoothly and without any problems. During removal of the delivery system, wire difficulty was encountered, and it was noted that the balloon burst. The balloon was partially inflated when it burst. Resistance described as, ¿hard force¿ during removal of the system was noted. The nose tip and balloon piece were torn off and left in aortic bifurcation. Surgeon was called and the patient underwent a surgical valve replacement later that evening.